Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the program 2 issue was determined, the patient said program 2 was not working for them so they called the manufacturing company and had assistance going back to program 1--through detailed instruction on how to--using their stimulator. When asked what actions/interventions were taken to resolve the program 2 issue, the patient said they changed to program 1 with assistance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for call was to get further assistance and to know if they could go back to program 1; they inquired about how many programs they had as well. When they were implanted, patient noted they were originally on program 1. While traveling, they noticed program 1 "wasn't working." Prior to today's call, they called their manufacture representative (rep) who recommended switching to program 2 so they did. Patient said program 2 was working for awhile, but now program 2 isn't working at all. Patient said it was like, "turning on a water hose." The patient had access to their patient programmer (pp), synched to their ins which showed stimulation was on; they are at 1.6v on program 2. Patient further noted that when they sit for a period of time, they are constantly leaking and making a mess. They inquired if it had anything to do with the wire; it was recommended for the patient to speak with their healthcare provider (hcp). As a result of what was reported, the call center assisted the patient with changing to program 1 and setting stimulation to a comfortable level; stimulation expectations were reviewed with the patient. The patient noted that they can feel stimulation above their tailbone comfortably; they will monitor their symptoms. It was reviewed for the patient to review any directions previously given to them by their hcp. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response; therapy expectations (50% reduction in symptoms) was also reviewed. It was lastly reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.